Manufacturer narrative:
Correction to h6) upon further investigation, this is not likely to be a use related failure. Cause of event is undetermined with the information available. Placeholder.

Manufacturer narrative:
Therapy date is now corrected.

Manufacturer narrative:
Patient information was unavailable from the facility as there was no patient injury. Device evaluation began on 22 may, 2019 and continued through 31 july, 2019. The device was completely inspected and excessive biological material was found in handle and working length of device. The working length was sent for cross section to better examine the distal pin. Upon microscopic inspection, the distal pin was found to be worn down, causing the blade to fail to operate. This is considered a use related failure due to heavy forces being applied to the device during use.

Event description:
On (B)(6) 2019, during a cardiac lead management procedure, a spectranetics 13fr tightrail rotating dilator sheath was utilized for lead extraction. The 13fr tightrail was placed over the remaining atrial lead (5524m mdt) after both right ventricular (rv) leads had been extracted using a spectranetics glidelight laser sheath and spectranetics 11fr tightrail rotating dilator sheath. The 13fr tightrail progressed over the lead to the superior vena cava (svc) were adhesion was encountered. The tightrail progressed through this without issue to the tip of the j-shaped atrial lead. The tightrail trigger had been depressed approximately 20 times at this point. Then the tightrail started to catch and the trigger became hard to depress, or was stuck in some instances. Sheath was retracted and advanced again with the same outcome, including clicking and crunching sounds with activation of the trigger. There was then a snapping sound and the physicians removed the tightrail from the anatomy. The blades of the tightrail mechanism were found to be immobile, and there was some calcified tissue stuck within the blade mechanism. The item was not used after this. On (B)(6) 2019 a meeting with engineering and clinical use experts determined there was wear and material missing from the guide pin (distal pin). Meeting determined the guide pin could have migrated into the vasculature causing an embolism. No embolism or patient injury was reported. Unable to determine how the pin had been worn. Device is determined reportable due to potential injury with recurrence of the event.